Event description:
The customer reported that an incident report was filed which indicated that the patient had received a minor burn (location unknown). The burn was treated with ointment. The burn occurred from a spark which was a result of a slit in the cord of the pencil.